Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 37711 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator product ID: 74002 lot# n204144, implanted: 2010 (B)(6), product type adapter product ID: 748951 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 7435 lot# serial# (B)(4), implanted: 2003 (B)(6), product type programmer, patient product ID: 389133 lot# j0333773v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had a seizure in the past and was unable to drive. It was unclear if the seizure was related to the device or occurred when the patient was receiving therapy from the device or before the device was implanted. The reporter stated that the patient had a bad fall the night before the report. It was reported that the patient's ankle gave out and she had pain shooting up her legs. It was noted that the patient had a device for another therapy in addition to two implantable neurostimulators. It was unclear how much pain relief for the injury from the fall the patient was receiving from the therapies. It was reported that the stimulation was able to cover the entire body, but not the patient's head.

Event description:
Additional information received noted that the patient inquired about x-rays because they reported they could not have an MRI with their devices. It was reported that the patient had a bad fall but it was unknown if the fall affected the stimulator or if the device caused the fall. It was also reported that the patient had pain relief coverage through their entire body but could not feel it in their head.

Manufacturer narrative:
(B)(4).